Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the insulin pump blacked out. The customer blood glucose level was 302 mg/dl. The customer never heard insulin pump beep or anything it said battery had died, changed the battery did couple times to brand new battery. She switched to another battery and insulin pump died again. The battery did not last for more than 1 week. The insulin pump will not be returned for analysis.